Event description:
Error 35.

Event description:
Error 35. The device was received for investigation. Device history record was reviewed, no issue has been found. Device log was reviewed, error 35 (x2) is recorded. Device was programmed with the same infusion settings as at the customer, and error 35 was triggered at the same volume infused. Error 35 is linked to the measured motor period inconsistency. Every 1 second, the average period of a motor step, expressed in micro s, s is compared with the period stored in the motor module's variables. This error is triggered if a comparison problem is present for more than 2 seconds. This error is due to a software deviation.